Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins).  The caller stated that the patient claimed the device had been dead for over one year. The patient doesn't believe they have parkinson's (pd), so they never followed up with the device/therapy. The caller was an MRI tech and did not have other details about the implant status. No symptoms were reported at the time of this report.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was rep can't seem to get into the physician recharge mode(prm) with the wireless recharger. Technical services(ts) had rep reset the recharger on and off the dock, but it would still blink red, rather than the orange as expected. Rep to use the old insr recharger. Rep will try using the wireless recharger again later after patient is out of overdischarge, and if that still doesn't recharge the implant then rep will call back for replacement. Recharger belongs to rep. Patient got into overdischarge because patient said hcp turned therapy off and due to miscommunication with hcp, the device was never recharged. No symptoms reported. Additional information received from the manufacturer¿s representative (rep) reported the patient hadn¿t charged or connected to the device in over a year and a half and the patient programmer, clinician programmer, and recharger wouldn¿t connect or reset the device. The physician recharge mode didn¿t resolve, and no other actions were taken or planned.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID wr9200 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.